Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the device is unknown; therefore the date of manufacture cannot be determined. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2015 to report her easytouch lancing device's cap was broken. Customer's daughter then called on (B)(6) 2015 to check on the status of the replacement delivery. While on the phone, caller reported that on (B)(6) 2015 customer experienced "chills" and was "vomiting" so she self-presented to a healthcare provider and was diagnosed with hyperglycemia and a urinary tract infection. Customer was treated with an unspecified amount of rapid insulin. There was no report of death or permanent injury associated with this event.